Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) which was connected to a right ventricular (rv) lead exhibited high pace impedance (> 2000 ohms). The device was reported to have provided an inappropriate shock which did not lead to therapy exhaustion. Noise was noted. Isometrics were performed leading to oversensing and pacing inhibition. There was no asystole. The rv lead was successfully explanted and replaced. The device remains in service. There were no adverse patient effects reported.